Event description:
It was reported that a peritoneal dialysis (pd) patient developed recurring peritonitis from the liberty select cycler beginning in (B)(6) 2023. The patient had the pd catheter removed and the peritonitis resolved. The patient will most likely remain on in-center hemodialysis (hd). Attempts to obtain additional information pertaining to this event were unsuccessful.